Event description:
Event: breakage of #4 pull wire. Case details: it was reported that during the process of deploying the ipsilateral attachment system, the #4 pull wire broke. The device handle was dismantled to faciliate removal of the wire and deployment of the ipsilateral attachment system. The graft was successfully implanted.